Event description:
The biomedical engineer reported that during testing of the epg (external pulse generator), it was found that the rate could not be changed or adjusted. All other functions seemed fine. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and battery drawer are broken. Lcd (liquid crystal display) lens and lcd display are scratched. Lcd screw is missing. Lead flex cover and keyboard are contaminated. Battery contacts are compressed. Encoder flex is creased.